Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, the customer¿s blood glucose (bg) level increased to 420 mg/dl with a ketone level that was identified as dangerous by a health care professional. As a result, the customer went to the emergency room (ER) on (B)(6) 2025. The customer received treatment of insulin injections at the ER and was discharged on (B)(6) 2025 with no injuries or permanent damage to the customer. Customer reverted to manual injections for insulin therapy.